Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and right ventricular (rv) lead due to bacteremia and sepsis with endocarditis. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics tightrail rotating dilator sheath on the rv lead, the lead was removed; however, the patient's blood pressure dropped and a pericardial effusion and rv perforation was detected via transesophageal echocardiogram (tee). Then, the ra lead was extracted, and tee was reassessed. The effusion continued to grow; therefore, rescue efforts began, including a pericardiocentesis. The patient stabilized, and no further intervention was required. The patient survived the procedure. This report captures the lld ez providing traction to the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.